Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to the first of two devices used during the same procedure. Manufacturer report # 3005099803-2015-03593 pertains to the first device used. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, they were having difficulty securing the scope adapter unto the sheath, it would not lock. During the case, the physician had to hold to scope adapter and sheath in place. At the ablation phase of the procedure, fluid leakage was noted from the procedure sheath that was connected to adapter and three fluid loss alarms occurred. The case was stopped. The procedure was completed using a new kit and scope adapter. The patient was reported to be fine at the conclusion of the procedure.